Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name -(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d10- concommitant, e1- event site telephone. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp) had autofill failure. There was no harm or injury reported. Ashley stated that there was an issue with the balloon during autofill and it would not fill. The autofill failure message displayed. They removed the iab and will not replace as the patient is described as stable. The iab is not getinge. Based on the information provided by esp personal, customer removed the iab and will not replace as the patient is described as stable. However, since no other information available for evaluation and no part was returned for evaluation, therefore, the root cause could not be determined.